Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va005rs, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a problem with their patient programmer where they couldn¿t get the battery out and it had something to do with the coil. The patient had an appointment with their health care provider (hcp) in (B)(6) 2015 and they got it working. The patient¿s stimulation was intermittent. There did not appear to be a pattern to when the patient felt stimulation, except some instances had occurred when using their microwave. The patient had some bad days regarding symptom control and one instance was 3 days ago. The patient had no therapeutic effect or a loss of therapeutic effect. The patient had an appointment scheduled for (B)(6) 2015. The patient lost their patient programmer manual. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.